Event description:
The device was returned for service. During service, the baxter technician found a fail code 570 in the event history. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 24 2007. Evaluation summary:the reported issue of fail code 570 was confirmed. This failure code indicates that the pump's batteries are discharged to a potentially damaging level, therefore they were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.